Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal and distal stent damage. The struts at the proximal and distal end of the stent appear to be expanding. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. A visual and tactile examination found that the hypotube found multiple kinks. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed with significant lesion bend of >=90 degree target lesion and was located in the mildly tortuous and calcified obtuse marginal branch. A 3.00x32mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.